Manufacturer narrative:
(B)(6). Exact date of postoperative device breakage is unknown. (B)(4). The original implant procedure was performed on an unknown date in 2015. Per facility, the complainant parts will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2016 due to a plate that broke at an unoccupied screw hole. The plate and all of the adjacent screws were removed intact and without difficulty. The patient was then revised to new synthes hardware. The procedure was completed successfully and there was no surgical delay. The patient outcome was reported as good. This report is 1 of 1 for (B)(4).